Manufacturer narrative:
(B)(4). Visual inspection of the incident device found that the ski guide pin was loose in the ski guide lever that attaches to the handle. The loose ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Devices with similar ski pin issues were recalled on november 9, 2011. However, this lot was not part of the recall.

Event description:
The customer reported that during the procedure, it became more and more difficult to lock the handle of the device. Eventually the jaws would no longer open, but the device was not on tissue at the time. Another device was used to complete the procedure w/o incident. There was no pt injury.